Event description:
Nurse educator reported leaking at the connection of flush syringes to the maxplus valve. Reporter stated that when the syringe is tightened "finger tight but not over-tightened," the medication leaks between the syringe and the maxplus. She stated she is "pretty sure" the flush syringes are made by excelsior. There was no patient harm or need for medical intervention. No patient or event details are available and no product was saved.

Manufacturer narrative:
(B)(4). The customer indicated product was not saved. Unable to determine the root cause of a leak between the maxplus valve and syringe.